Event description:
The international customer reported the ventilator restarted after a power fail occurrence. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The customer reported a problem with the power supply and the power supply will be replaced to correct the finding.

Manufacturer narrative:
Part return requested. Part return requested; not yet received.